Event description:
A complete report is being submitted due to completion of investigation on 6 oct 2025. The stent cannot be deployed and the delivery system broken. User changed to a new one to complete the procedure. 1. At what stage of the procedure did the complaint occur? Ans. While inserting the evolution in the patient. 2. What endoscope type and channel size was used? Ans. Olympus 260 with 4.2. 3. What was the position of the elevator? Was it opened or closed? Ans. Closed. 4. Details of the wire guide used (diameter, type, make)? Ans. Metii-35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ans. Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Ans. No. 7. Please advise the anatomical location of the intended target site. Ans. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? Ans. None. 11. Did the patient require any additional procedures as a result of this event? Ans. No. 12. What intervention (if any) was required? Ans. N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ans. N/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Ans. No. Stricture information: 1. What was the length and diameter of the stricture? Ans. 3-4cm, 5mm. 2. Where was the stricture located in the body? Ans. Bile duct. 3. Was there resistance felt passing wire guide through stricture? Ans. No. 4. Was there resistance felt passing the evolution through stricture? Ans. No. 5. Was the stricture dilated before stent placement? Ans. Yes questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Ans. Yes 2. Was resistance felt during insertion into patient? If yes, at what point? Ans. No. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Ans. Stent cannot be deployed 2. Was the directional button pressed during use? Ans. Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Ans. Yes 4. Was the yellow marker kept in view during deployment? Ans. Yes 5. Are images of the device or procedure available? Ans. Yes.

Manufacturer narrative:
Device evaluation: the device evaluation for the evo-fc-10-11-6-b device of lot c2247082 was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The additional questions advise the images were available. No images have been provided to date and no response has been received on request of the images. The device related to this occurrence underwent a laboratory evaluation on 22 aug 2025. The following was observed in the lab: visual inspection: safety wire returned separate to device. Red safety tab was not returned. Directional button in deploy position. Red shuttle is past the ponr. Break observed in the outer sheath distal to the zip port. Stent is returned within the introducer. White tip is withdrawn into the introducer. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. The reported failure was observed in the lab. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2247082 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2247082 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs ¿¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. It is possible that having the elevator door in a closed position could have contributed to the break observed on the outer sheath, during deployment having the elevator closed can trap the flexor causing it to tear. The break would have caused the issue with stent deployment reported by the customer. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction complaints of this nature will continue to be monitored for similar events.